Manufacturer narrative:
Concomitant medical products: 7122, lead, implanted: (B)(6) 2011; dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the pocket was opened and debrided it was noted that the left ventricular (lv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.